Event description:
Narrative from staff: during robotically assister surgery (total hysterectomy/bilateral salpingectomy) with a patient with a very large uterus and uterine fibroids. The monopolar curved scissors ("hot shears") contracted at the wrist of the instrument and would not release. The surgeon could not release/straighten the instrument from the robotic console. The surgical tech scrubbed in at the field could not manually get the instrument to release and straightened from the robotic arms. The "instrument release wrench" was attempted, with no success. The sales representative for intuitive/da vinci was contacted and was unable to find a solution that would work to straighten the wrist of the scissors. The surgeon took another robotic instrument and tried to manually straighten the wrist of the scissors with no success. The surgeon was able to close the tip of the scissors manually with a second instrument. Eventually, the bend at the wrist of the scissors was able to be straightened some (but not completely) with another instrument. The wrist of the scissors was straight enough to remove from the patient. The robotic laparoscopic port was also removed from the patient because the slightly bent wrist of the scissors would not allow the instrument to be removed from the laparoscopic port. Once the robotic scissors and port were removed from the patient, they were removed from the sterile field and replaced.